Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement a month after implantation. The lead exhibited loss of capture (loc). This issue was found through x-ray imaging and device testing. The patient underwent surgical intervention to remove and replace the device with the same model. No additional adverse patient effects were reported. The lead remains in the possession of the explanting hospital.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.